Event description:
The patient recovered without sequela.

Event description:
Additional information received reported reprogramming was performed on (B)(6) 2012 and on (B)(6) 2013. It was also noted that the patient¿s medication (flomax 0.4 mg) was adjusted on (B)(6) 2012. The patient outcome was reported as an ongoing event. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had returned symptoms of frequency, nocturia, urgency, as well as pain in the left leg. It was noted that the patient had the device reprogrammed on (B)(6) 2012. It was further noted that the physician adjusted the patient's medication, dosage and route of administration. The patient was taking flowmax. The physician noted that the event could possibly be related to the device, but it was unlikely that it was caused by the implant procedure. The patient outcome was not provided.

Event description:
Additional information received indicated the patient was turning the device off and on throughout the past several months. The patient was encouraged to leave the device on. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v745423, serial#, implanted: explanted: product type lead, product ID 3095-10, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension, product ID 3037, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the outcome was ongoing with no further action required.

Event description:
Additional information received the patient's urinary symptoms were unchanged from baseline.